Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert for an out of range shock impedance measurement was delivered via the patient's remote home monitoring system. The local boston scientific field representative was contacted for further information but no additional information was provided. The system remains in service. There were no adverse patient effects reported.